Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting was performed with the patient which showed normal shock impedances and no noise. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting was performed with the patient which showed normal shock impedances and no noise. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the device and non boston scientific rv defibrillation lead exhibited an alert due to shock impedances of greater than 200 ohms. Technical services (ts) also noted there was noise on the shock electrogram (egm). Testing was performed on the lead and shock impedances were greater than 200 ohms. Tachycardia therapy was programmed off and the patient was provided with a life vest until a revision could be performed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting was performed with the patient which showed normal shock impedances and no noise. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the device and non boston scientific rv defibrillation lead exhibited an alert due to shock impedances of greater than 200 ohms. Technical services (ts) also noted there was noise on the shock electrogram (egm). Testing was performed on the lead and shock impedances were greater than 200 ohms. Tachycardia therapy was programmed off and the patient was provided with a life vest until a revision could be performed. No additional adverse patient effects were reported. The device remains in service. Additional information was received regarding the explant procedure of the crt-d and the non-boston scientific rv defibrillation lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting was performed with the patient which showed normal shock impedances and no noise. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the device and non boston scientific rv defibrillation lead exhibited an alert due to shock impedances of greater than 200 ohms. Technical services (ts) also noted there was noise on the shock electrogram (egm). Testing was performed on the lead and shock impedances were greater than 200 ohms. Tachycardia therapy was programmed off and the patient was provided with a life vest until a revision could be performed. No additional adverse patient effects were reported. The device remains in service. Additional information was received regarding the explant procedure of the crt-d and the non-boston scientific rv defibrillation lead. The crt-d has been received for analysis. No additional adverse patient effects were reported.